Manufacturer narrative:
(B)(4) explant of intraocular lens. Patient unhappy, wanted near vision. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zct150 22.5 diopter, was explanted in a secondary surgery, from the left eye of a female patient. The patient was unhappy with her vision post-op. She wanted near vision and a scan was repeated aiming for -1.5. The replacement lens was the same model but 21.5 diopter. She reports that her vision is good after the explant. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.